Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous elevated testosterone results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples on a different instrument using alternate methodology and the results were negative. The customer sent the sample to bci customer product line support (cpls) for further investigation. The initial erroneous results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. Bci cpls conducted further investigation on the sample and could not confirm heterophile interference. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.